Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Device received with cracked belt clip rail case corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The blood glucose level was 110 mg/dl. Customer reported that they had not received any error before the open book image on the insulin pump screen. The customer stated that there was crack on the battery compartment. The troubleshooting was performed. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions and the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.